Event description:
Info was received from the medical examiner's office reporting that a pt had expired and was using the device at the time of death. Facility was requesting info regarding the device. Medical examiner stated that he believes that the pt's blood glucose was 900mg/dl at the time of death and that the cause of death was diabetic ketoacidosis. Few details were shared by the medical examiner. What was shared was that as received by the facility the battery in the device was dead. The device has powered down in 2005 due to a depleted battery. The last activities in the pump's history as reported by the facility occurred the day before, the facility reported that the pump was stopped when the pump alarmed for high pressure then the basal rate was changed to 5 units/hr and the pump was restarted. Additionally the pump issued a blood gucose reminder which was acknowleged at 4:13 pm and another blood glucose reminder which was acknowleged at 4:46 pm, and a high blood glucose alert which was also acknowleged. Also the pump did give alerts that the battery capacity was beginning to run low. It is unk at the time of this report as to whether the pump will be made available for eval.